Event description:
The customer reported having problems with the reservoirs and was getting no delivery alarms. The customer mentioned that the paramedics have been called four times due to her low blood glucose of 46mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-81579.